Event description:
It was reported that the procedure was to treat a pre-dilated lesion in the mid to distal right coronary artery with moderate tortuousity and moderate calcification. The first 2.5 x 23 mm xience v stent failed to cross the lesion, which resulted in flared stent struts. The second 2.5 x 23 mm xience v also failed to cross the lesion, which resulted in a mid shaft kink and subsequent separation of the hypotube during retraction of the device from the patient. There was no resistance when removing either of the xience v delivery systems. As no stents were able to cross successfully the lesion was treated with balloon angioplasty. There was no clinically significant delay or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The shaft separation and kinks were confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.